Event description:
It was reported there was an infection during last battery replacement. It was noted lead was most likely anchored to the periosteum. It was later reported pt had her ipg/lead extension/and lead removed. The infection started 9 days after her battery replacement because her wound did not heal properly. The pt was diabetic and had issues with proper wound healing. The pt was to be re-implanted in a month. At the time of this report, no further details were reported. Additional info was requested and will be provided when it becomes available.

Manufacturer narrative:
(B)(4) .